Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient stated the that their dbs was not working. The patient stated they could not find their hcp and they had moved. The caller wanted to know if it was safe to take a medication. Patient services reviewed that they were not medical providers and directed the patient to the hcp for that question. The patient stated they were taking the latest parkinson¿s medication for illusions. The patient stated they were having a lot of problems and nothing seemed to be working. The patient stated they were at 1.3v and took a cocktail of pills and not sure it was working. The patient stated they were out of sorts and their medicine had changed and usually were in bed most of the time with a bed pan. There were no further complications reported.